Event description:
In 2008 I was implanted with essure and my health started declining right after. I developed allergies that I never had before, rashes, hair loss, weight gain, abdominal pain, hip pain, joint pain and the worst was the major bleeding during my period that caused me to become anemic. FDA safety report ID# (B)(4).